Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of experiencing an increase in the frequency of her randomly falling since she was implanted with her scs system. It was undetermined if the falls are related to the scs system, the patient has not had any other neurological symptoms. Consequently, the patient's physician removed the patient's scs system.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-06962